Manufacturer narrative:
Updated fields: b4, d8, d9, e3, e1 (initial reporter and event site mail), g3, g6, h2, h3, h6 (medical device problem code, component codes, type of investigation, investigation findings and investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the pneumatic module assembly (0997-00-1178) after observing signs of saline contamination. In addition, the unit was unable to complete autofill. The fse replaced the scroll compressor (0119-00-0236), the 1/8 npt muffler (0103-00-0631), <100 micron muffler (0103-00-0499) due to the scroll compressor not engaging. The fse then replaced the helium reservoir assembly (0997-00-0565) because the unit was still having issues creating vacuum on the patient side of the safety disk. After reviewing the logs, it was determined that the shutdown was due to the scroll compressor not engaging and not the fluid ingress found by the fse. Fault # 124 initially occurred. Per the service manual, this indicates that k7 did not open. Fault # 58 was also found. This is a pneumatics failure which led to the shutdown. These findings are consistent with the fse's investigation stating that the scroll compressor was not working. The unit was finally able to complete an autofill and ran for one hour successfully. The unit passed all performance and safety tests according to factory specifications. The iabp was returned to the customer. The following investigation was performed by the technician of the maquet failure analysis and testing dept fat wayne nj. The failure analysis and testing dept received part number 0997000565 with a reported unit failure of the device shutting down while in use and unable to complete an autofill. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070000639 revision r no failure confirmed retaining the part in the failure analysis and testing department per procedure number (B)(4) rev au. The most probable root cause for the pneumatic interface module is component reliability or fatigue. The most probable root cause for the compressor and filters is debris excessive stress or fatigue. The most probable root cause for the helium reservoir assembly is component reliability or fatigue.

Manufacturer narrative:
Due to character restriction in block e1 initial reporter is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) turned off.there was patient involved but no harm or injury reported.